Event description:
Patient was revised to address severe distal-anterior thigh pain. The stem was well-fixed distally, but not ingrown proximally.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address severe distal-anterior thigh pain. The stem was well-fixed distally, but not ingrown proximally. (B)(4). Update 09/30/2013 - patient's medical records were received. There is no new information that would change the existing MDR decision. (B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.